Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information was requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available review of event description: in the journal article it is mentioned that the patient experienced loosening of the burch schneider cage. No further details are available. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis no product was returned to zimmer biomet for in-depth analysis root cause determination using dfmea: - aseptic loosening due to insufficient primary stability due to design => not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. - aseptic loosening, migration of implant due to insufficient secondary stability due to surface structure => not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. - aseptic loosening, pain due to insufficient fatigue strength of material and design, fracture of implant (mechanical failure of the ring / cage, mechanical failure of the flanges, mechanical failure of the hook, failure of bone screws) => not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. - stress shielding leading to aseptic loosening due to incorrect distribution of load due to design => not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. - aseptic loosening du to release of wear particles (metal and cement),bone to cage / cage to cement screw to cage / screw to cement => possible, as affected product was not returned for investigation. - aseptic loosening due to failure of connection ring / cage and bone screw => possible, as affected product was not returned for investigation. - aseptic loosening due to loss of binding safety of the cement interfaces:ring / cage - bone cement - cup => possible, as affected product was not returned for investigation. - fracture/ damage / loosening of implant due to patient disregards limits of the device/wrong behavior of the patient/high patient activity => possible, as no details about patient behavior is known. - stress shielding leading to aseptic loosening due to incorrect distribution of load due to insufficient bony support of implant => possible, as no x-rays were provided. - aseptic loosening due to wrong cementing technique => possible, as no details about the surgical technique are known. - increased wear,loosening or fracture of components due to patient with high body weight => possible, as no patient details are known. Conclusion summary neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that the patient was implanted a burch schneider cage (exact catalogue number unknown) on an unknown date and experienced loosening. It is unknown if the patient underwent intervention. Reference: the reconstruction of periprosthetic pelvic discontinuity, b.a rogers, the journal of arthroplasty, 2012.